Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the sensor stopped working. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, after a couple of days of intermittent cgm readings, the patient had trouble breathing and confusion. There was no report of a specific error message. The patient¿s spouse called emergency medical services who transported the patient to the hospital. A blood glucose (bg) was performed upon arrival which was 913 mg/dl. The patient was admitted to the hospital, treated with an insulin infusion and released three days later. The patient reviewed his cgm data and noted intermittent values around 400 mg/dl prior to the event. As he uses tandem control iq, he was not receiving insulin from his pump and his bg increased. At the time of the report, the patient was doing better and was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.